Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. The catheter became stuck requiring surgical intervention. It was reported that after the physician had gone transspetal for the second time into the left atrium in order to map across the patent foramen ovale (pfo), when trying to pull back the ablation catheter, the catheter became stuck. The ablation catheter was unable to be pulled back across the pfo. The shaft of the catheter was then cut with wire-cutters and the physician was able to safely remove the ablation catheter without any consequence to the patient. The ablation catheter was replaced and the issue resolved. The procedure continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The medical device entrapment with excessive manipulation required was assessed as MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 29-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 27-may-2022. It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. It was reported that after the physician had gone transspetal for the second time into the left atrium in order to map across the patent foramen ovale (pfo), when trying to pull back the ablation catheter, the catheter became stuck. The ablation catheter was unable to be pulled back across the pfo. The shaft of the catheter was then cut with wire-cutters and the physician was able to safely remove the ablation catheter without any consequence to the patient. The ablation catheter was replaced and the issue resolved. The procedure continued. The device was visually inspected, and it was found cut. Per the information given, the outer diameter of polyurethane margins were measured, and the device was found within specifications. The rest of the tests could not be performed due to the cut in the catheter. The issue reported by the customer was not confirmed. No conditions that could contribute to the reported issues were observed, and the outer diameters were within tolerance specification. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster, inc.¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conditions that could contribute to the reported issues were observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).